Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a colon resection, after firing and during the removal, the surgeon felt resistance. Once the device was fully removed, the staple line partially came apart and there was a hole in the rectum. The surgeon oversewed the hole and the staple line. It was also noted that the surgical time was extended by 45 minutes. Leak test was done and did not find any leakage.